Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a channel error for calibration timeout failure. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional; h6: event problem and evaluation codes - additional; h10: additional manufacturer narrative - additional. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board causing 246.4700 error. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 08/05/2019 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200294394 for intermittent (unknown cause) on pressure sensor which does not correlate to the customer reported issue.

Event description:
It was reported that the device displayed a channel error for calibration timeout failure. There was no patient involvement.